Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their stimulator had not been working, they stated they had it up to 8.1 and did not feel anything. Patient mentioned their sister hit them in the backabout a month ago and since then they noticed it had not worked. During troubleshooting the patient was able to sync with their patient programmer and it showed stimulation was off and set to program 3 at 4.4v. Patient lowered the stimulation to 1.0v and turned stimulation back on. Patient slowly increased stimulation to 1.7v, where they reported they felt it comfortably. The patient was redirected to their healthcare provider to have their device checked based upon their initial allegation. Patient reported they may have accidentally turned the device off and that may have been why they had a loss of therapy. No further complications were reported or anticipated.